Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they cannot read the display. Customer did not mentioned blood glucose at the time of incident. The piston makes loud noise during rewind. The insulin pump had damage on the screen. Insulin pump will be returning for analysis.